Event description:
It was reported that stent fracture occurred. During preparation of a 2.50 x 48mm synergy xd drug-eluting, the technician noted that the stent was fractured. The procedure was completed with no patient complications nor injuries reported.